Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, asset evis exera iii video system center had no image. No procedure was involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of no image was not confirmed. The device evaluation found the keys on the front panel did not work due to printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.